Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due a change in morphology resulting in t-wave oversensing. At the time of the shock the sensing vector was programmed to primary and troubleshooting was discussed. Approximately two years later the patient received another inappropriate shock due to t-wave oversensing while programmed to primary. The sensing vector was reprogrammed to secondary, however the patient received an additional inappropriate shock the next day. Therapy was programmed off and treatment plans will be discussed with the patient at a later date. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due a change in morphology resulting in t-wave oversensing. At the time of the shock the sensing vector was programmed to primary, and troubleshooting was discussed. Approximately two years later the patient received another inappropriate shock due to t-wave oversensing while programmed to primary. The sensing vector was then reprogrammed to secondary. However, the patient received an additional inappropriate shock the next day. Therapy was programmed off and treatment plans will be discussed with the patient at a later date. Further information has been received indicating this s-ICD had migrated and a reposition procedure was planned. Subsequently, the patient s-ICD system was explanted and replaced with a non-boston scientific transvenous system, due to right bundle branch block complications. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly inspected and analyzed. Visual inspection found no anomalies. Review of the device memory found no suspicious faults or resets. The device was put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. Laboratory analysis did not reveal any abnormalities with this product and the clinical observation of migration cannot be addressed by product analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to a change in morphology resulting in t-wave oversensing. At the time of the shock the sensing vector was programmed to primary, and troubleshooting was discussed. Approximately two years later the patient received another inappropriate shock due to t-wave oversensing while programmed to primary. The sensing vector was then reprogrammed to secondary. However, the patient received an additional inappropriate shock the next day. Therapy was programmed off and treatment plans will be discussed with the patient at a later date. Further information has been received indicating this s-ICD had migrated and a reposition procedure was planned. Subsequently, the patient s-ICD system was explanted and replaced with a non-boston scientific transvenous system, due to right bundle branch block complications. This s-ICD was returned for analysis and no additional adverse patient effects were reported.